Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. Visual inspection of the device revealed that the catheter shaft was detached and it was missing components when returned from customer. The shaft and the remainder of the device were checked for damage. It was noticed that the catheter shaft was severed off of the pod. There was no wire stuck in the device. Visual examination noticed that the baton was severed from the device. Due to the extreme damage/kinks to the device functional testing by loading a guidewire could not be completed. The wire sticking complaint could not be confirmed; however, the damage to the shaft was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device was stuck on the wire. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the heavily calcified superficial femoral artery(sfa). During the procedure, one pass was made, they rexed it, a second pass was attempted and the catheter locked on the jetwire. The wire kinked and the catheter locked on it. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck on the wire. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the heavily calcified superficial femoral artery(sfa). During the procedure, one pass was made, they rexed it, a second pass was attempted and the catheter locked on the jetwire. The wire kinked and the catheter locked on it. There were no patient complications reported and the patient's status was fine.